Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2015 with the following findings: a review of the pump¿s black box showed loss of prime warnings with low non-zero force. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no alarms. The force sensor calibration was found to be out of specification. The pump was opened and no damage was found to the force sensor circuit. The force sensor resistance was found to be within required specifications. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had emitted frequent loss of prime alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.